Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 72 year old male patient presenting for an ep/ablation procedure using the impella for hemodynamic support. An access site bleed developed when accidentally bumping cardiac catheterization lab's c-arm into the impella's axillary introducer kit. The patient required 2 units of blood and 2 units of fresh frozen plasma in response. Surgical intervention was also required to achieve hemostasis. The device remained inserted and the procedure continued.